Event description:
On (B)(6), 2008, the pt was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm and bilateral iliac artery aneurysms. On (B)(6), 2012, a computed tomography revealed that the bilateral iliac artery aneurysm had grown. The amount of growth is unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.